Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 ml bd¿ bulk slip tip syringe had faded numbers and markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
One photo and one sample were provided for evaluation. The sample had missing print on some of the numbers/markings therefore failure mode was verified. A rubmark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. This can potentially cause some of the print on the syringe to be rubbed off in areas that come in contact with other parts or the assembly machine itself. Corrective actions are not required at this time. Defect rate within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8155927 for the same defect or symptom.

Event description:
It was reported that 30 ml bd bulk slip tip syringe had faded numbers and markings. No serious injury or medical intervention was reported.